Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one (B)(4) with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported unused device was returned in its original unopened package for evaluation. Visual inspection by the packaging engineer verified the device package was misaligned during the sealing process, which caused the seal transfer area to be less than ¼" . Dye leak testing was performed and determined this visual defect did not lead to a breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 1,400 units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed a total of 3 similar complaints involving 4 devices for this product family. During this same time frame, 518,142 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0007 percent. A risk analysis was performed and deemed acceptable. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.